Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device record history, instructions for use (IFU), manufacturing instructions, quality control and a visual inspection of the returned device were conducted during the investigation. The device is shipped with an IFU that describes the intended use, specific items are addressed such as: adhere to balloon inflation pressure parameters indicated in the compliance card insert. Refer to label for further information. Use of a pressure gauge is recommended to monitor inflation pressures. If balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. A 0.0325" guide wire of unknown manufacturer was returned with the complaint device, customer states it is a terumo glidewire 35. The distal marker band was not found with the returned items. The remnants of the balloon attached to the proximal section of the catheter measured 2 cm from the end of the cone. Distal end of balloon is folded back on itself, but measured ~0.9cm from bond. The working length (which excludes the tapers between rated balloon od and he bonded areas) should measure 4 cm (+/- 0.2cm). The catheter exhibits no damage proximal to balloon. The distal tip of the catheter appears undamaged, but the tip of the guidewire is missing coating and individual wires are visible. The portion of the catheter under the distal section of the balloon is heavily accordioned, and measures 16.3 cm in length. The visual examination reported both sides show evidence of circumferential burst, but unable to confirm without the missing portion of tube. The device appeared to have burst circumferentially, but this cannot be confirmed without the missing piece of balloon. It is possible that the burst may have started linearly, and then torn circumferentially. Over inflation has been known to cause balloon rupture, but the inflation pressure used was not reported by the user. Highly calcified areas are thought to contribute to balloon ruptures and are more likely to contribute to circumferential ruptures. In the absence of external restraints, the balloon is designed to burst linearly. When sufficiently constricted by lesions/calcifications or other torturous anatomy, the tear may go circumferential. The user did not report that the area being treated was calcified and diseased, but these conditions may contributed to the failure. The user did not communicate the withdraw method but a 6 f brite tip sheath was stated to be in use, which may have contributed to separation. After rupture, balloon rewrap becomes difficult, making it more likely to separate during removal, especially in the case of a circumferential burst or when removed through a sheath. A definitive root cause cannot be determined. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
When doing pta for left iliac, the balloon burst. When removing the balloon it became stuck inside the introducer and snapped in two parts. Part of the balloon catheter remained inside the patient but the physician was able to remove it. A section of the device did not remain inside the patient's body. The distal part of balloon catheter remained close to the skin and the physician was able to retrieve the portion. The patient did not require any additional procedures due to this occurrence or experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
When doing pta for left iliac, the balloon burst. When removing the balloon it became stuck inside the introducer and snapped in two parts. Part of the balloon catheter remained inside the patient but the physician was able to remove it. A section of the device did not remain inside the patient's body. The distal part of balloon catheter remained close to the skin and the physician was able to retrieve the portion. The patient did not require any additional procedures due to this occurrence or experience any adverse effects due to this occurrence.